Event description:
It was reported during a patient follow-up that externalized conductors were observed via diagnostic imaging. Patient was asymptomatic and electrical function of the lead was tested and no anomalies were detected. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.